Manufacturer narrative:
The device history record for the reported lot number, 30047237, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report was returned for evaluation. The sample was received without the original packaging. No other components received. During receipt, the sample exhibited that the catheter was detached from the bushing portion. The sample was decontaminated. After decontamination, the sample was inspected and examined. The sleeve near the cone adapter portion was cut to get a closer look at the bushing and catheter disconnection. Under magnification it appeared that the catheter (proximal end) was visible of a 1.6cm and1.5cm depth markings. Also, the discoloration of the catheter tube was observed between whitish and clear colors. There was also noted some little hardened residue as well, while the bushing exhibited to have some bubbly substances in the inner portion of the component. An uneven application of bonding agent was observed. The root cause was manufacturing related. All information reasonably known as of 28-nov-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 18-sep-2022 stated the device was in use for less than 72-hours. The closed suction catheter (csc) was not altered in anyway prior to reported incident occurring. The patient was intubated and required prn (as needed) suctioning. The patient was eventually extubated and discharged from the ward.

Manufacturer narrative:
All information reasonably known as of 12-oct-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "a 24-hour inline ett [endotracheal tube] suction catheter snap[ed] at the connector yesterday during a suctioning procedure. So the suction line broke off inside the ett." There was no reported injury.